Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary: the complaint states: ¿the customer reports that at the receipt during the opening of the package, the package was drilled so it was impossible to use it." The original notification was faxed and describes ¿the sachet was pierced and therefore unusable¿. A physical sample was not returned for examination. Without the physical sample to examine it is not possible to identify the location or nature of the failure nor to determine a root cause. The complaint description cannot be confirmed. Retained samples from this lot number were examined and no further instances of this failure mode were identified. Dva-107020-fde rev 9 was reviewed, and this failure mode is included on lines 103 (powder bag) and 107 (powder pouch). The risk is considered ¿as low as possible¿ and cannot be further mitigated in both cases. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. The number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Device history lot: device history reviewed on 06 jan 2020. 3 unrelated non-conformances on this lot number. Final micro and sterility tests passed. (B)(4) units released. Lot expiry date: 31 may 2020. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The customer reports that at the receipt during the opening of the package, the package was drilled so it was impossible to use it.